Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown.